Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016.the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were sticking to tissue during a transplant case. There was no patient injury reported. No additional information is available regarding the device and incident.